Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.

Event description:
Consumer indicated her (B)(6) daughter used a tampon and the tampon came apart into pieces upon removal. The daughter was able to remove the remaining pieces.